Event description:
It was reported that intermittent solid tones were occuring during the case with no error codes. The instrument was replaced and solid tones occured again. The case was completed in this fashion.